Manufacturer narrative:
The event product was returned to applied medical for evaluation without the tissue bag, bead assembly, and cord loop. Upon inspection, engineering noted that the deployment mechanism was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by retracting the deployment mechanism prior to full deployment. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy "the physician was performing a lap cholecystectomy and when getting ready to use the device, when it was launched/engaged, multiple pieces fell apart. They manually retrieved all the pieces that fell off from inside the patient. They used a second device to complete the procedure and everything went fine with that device." "The device is bent because when the technician went to get ready to throw away the device in the sharps hazard box, he bent it, but the nurse was able to stop him from throwing the device away. The device will be returning in a bent manner." Additional information was received via email from (B)(4), assistant manager of materials management on august 10, 2017 at 3:21 pm: "the string and the bag fell apart and into the patient's body. The bag fell off the prongs and were fully exposed inside the patient's body. The handle did not break. The bead did not fragment or fall apart. The string fell off the device partially." Type of intervention: "used a second device to complete the procedure and everything went fine with that device." Patient status: "patient was not harmed."